Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted. However, the insulin pump was received with cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 473 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they have been dealing with high blood glucose for a few months and visited with their healthcare provider to make adjustments. Customer advised their saliva was thick as a result of high blood glucose. Customer treated themselves via manual injections and insulin pump. Customer performed the high pressure test and passed. Customer advised their insulin pump was missing the dome label. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.